Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a continu-flo solution set would not connect to a solution bag. This occurred during setup. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between 08/07/2013 ¿ 08/08/2013. Evaluation summary: one used sample and two unused companion samples were returned to the plant for evaluation. Visual inspection of the samples did not identify any abnormalities that could have contributed to the reported condition. All of the samples were functionally tested by spiking them into an in-house solution bag of distilled water. The units were then primed. All three units spiked, primed, and flowed normally with no spike fall out or leakage noted. There were no nonconformances noted during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.